Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. It was reported that during a carotid artery stenting procedure, there was forward movement of the stent following deployment. The patient presented for treatment with 70 to 80% significantly ulcerated stenosis of the right internal carotid artery. Access was obtained through the right femoral artery using a 6f sheath. Following carotid angiography, it was elected to proceed with intervention of the proximal right internal carotid with embolic protection. The 5.5x18mm lesion was crossed without difficulty and a filterwire embolic protection device was deployed. Angioplasty was performed using a 4.0x30mm maverick balloon at 9atm. A nexstent was "carefully positioned" in the internal carotid artery and was deployed in "the normal fashion". It was noted that "there was mild forward movement of the stent". Following deployment of the nexstent, post dilation was performed resulting in a widely patent stent with 10% residual stenosis. There were no consequences for the patient as a result of the forward movement of the stent.